Event description:
The lens was implanted and removed. It is unk if a adverse event or product malfunction has occurred. The injector and cartridge model and lot numbers are unk. We have requested additional information.